Event description:
A search of the FDA's maude database on march 12, 2015 found medwatch report # mw5040788 that states the following: "malfunction of pathway access sheath catheter. Upon insertion of catheter into urethra, sheath came apart, therefore releasing coiled wire into patient bladder, which was then visualized and retrieved by surgeon without patient harm. Diagnosis or reason for use: cystoscopy". This report has been attached for your reference.

Manufacturer narrative:
The investigation has yet to be complete. A follow-up report will be submitted upon completion of the investigation. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00003. The investigation has yet to be complete. A follow-up report will be submitted upon completion of the investigation. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00003.

Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report #3004672932-2015-00003. The investigation has yet to be complete. A follow-up report will be submitted upon completion of the investigation. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #3004672932-2015-00003.

Manufacturer narrative:
This report is being submitted as follow-up #3 for mfg. Report #3004672932-2015-00003. The investigation has yet to be complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #3 for mfg. Report #3004672932-2015-00003.

Manufacturer narrative:
This report is being submitted as follow-up #4 for mfg. Report #3004672932-2015-00003 to provide the return sample evaluation results as well as to provide the age of the device at the time of use, the manufactured date, and the expiration date. The actual device has been returned to the manufacturing facility for evaluation. The unit consisted of only the sheath that was broken into two segments. The unit appeared to be broken between the folded and non-folded section of the sheath and the wire had been pulled from the interior section of the sheath. The area of the break appeared to have been stressed or stretched until the tubing exceeded the breaking point. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample shows significant stress around the break location of the sheath indicating that a significant amount of force may have been used while attempting to insert a device larger than the sheath expanded inner diameter. The device labeling does address the potential for such an event in the instructions-for-use, which states: "the rated inflation pressure should be maintained to fully expand the sheath or for a minimum of 60 seconds to remove any "waist" segments that may remain along the length of the expanded sheath. If full sheath dilation is not achieved, deflate balloon, slightly reposition sheath and re-inflate at rated inflation pressure and maintain to fully expand the sheath. If optimum sheath dilation is not achieved, the device may be held under pressure for a longer period of time and/or the pressure may be increased in 1atm increments until full dilation is achieved, not to exceed the maximum rated inflation pressure". As well as, "the instrument cannot go through the lumen of the expanded sheath or the sheath may be rough and cause premature instrument damage, it may not be visible under fluoroscopy". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #4 for mfg. Report #3004672932-2015-00003 to provide the return sample evaluation results as well as to provide the age of the device at the time of use, the manufactured date and the expiration date.